Event description:
(B)(4). I got the essure in 2011; since then, I have had severe stomach pains and cramping, heavy bleeding, excessive weight gain. I live in pain daily. It is so severe at times. It buckles me over in tears.